Event description:
A malfunction alarm was reported, identified as malf 16, and the pump was confirmed to be under warranty. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for the customer to switch to mdi, a backup insulin delivery method, and confirmed the shipping address to send a replacement pump. The customer was advised on how to put the faulty pump into storage mode and return it within 10 days using a pre-paid label.